Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description included. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a routine follow up, high pacing lead impedance, loss of capture and sensing anomaly were observed. The patient received multiple inappropriate shocks. The lead was explanted and replaced. The patient was stable after the event.